Event description:
Customer reported a secondary IV medication of 10meq kcl was started and emptied into primary ivf in 15 minutes. No pt harm reported. The sets were not identified by the facility. No additional info was available.

Manufacturer narrative:
(B)(4). (B)(6). Info was received that the involved sets were sent to the secondary set MFR. The secondary set MFR contact indicated the primary alaris set was sent to us for analysis; however, the sample has not been received at carefusion. If additional info becomes available, a follow up report will be submitted.